Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking and occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dl powerpicc solo catheter. The unit was functionally tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, no leaks or occlusions were observed. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported by the customer "PICC line broke. When I have flushed it, it seemed blocked due to clot and not leaking from the red port." No other information was provided. Additional information received: it was reported by the customer, I am unsure if it is a complete or partial break. The patient reported that it is leaking from the port around the seam of it when being flushed. The community nursing team clamped the line and sent patient to hospital. I looked at the line a day or two later and could see air in the line and it was not flushing or aspirating. I removed the line and attempted to flush the line ¿ thick blood came out of the line when I flushed, most likely causing a blockage. I managed to unblock but it was not leaking from where they reported. There was no clot the line was just blocked with thicker blood. No surgical intervention necessary. Patient missed a few days of tpn/fluids as there is no service to look at the line at weekends. We had to replace the line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "PICC line broke. When I have flushed it, it seemed blocked due to clot and not leaking from the red port." No other information was provided.